Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The diagnostic procedure was aborted and performed on another day. A philips field service engineer (fse) visited the site, checked the logfile and confirmed that the angulation and rotation geometry movements were not available. The fse solved the issue by calibrating the c-arm position and the c-arm current. After the performed calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system c-arm geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.